Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels. The customer declined to provide additional information regarding the elevated bgs. Additionally, it was reported that a malfunction alarm occurred. The customer's bg level was 321 mg/dl. Reportedly, the customer corrected via the pump. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.